Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that one device fired only seven clips and the second device did not close the clips (two clips). There was no pt consequence.